Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified weight of the device within specification, crease fold, and deformation. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: late seroma.

Event description:
Healthcare professional reported, "implant exchange due to the patient¿s concern," as well as, "fluid around the implant." And "pain" . The device remains implanted. This is the left side record.